Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead exhibited high capture threshold. The lead was replaced during the procedure. The patient was stable throughout.